Manufacturer narrative:
D10: 02-010-01-0240 - logic femoral ps cem left sz 4. 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm. 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 200-02-35 - three peg patella 35mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent an initial total knee arthroplasty on the left side. Subsequently, ten (10) years later, the patient fell and fractured the right shoulder. As a result, the patient underwent a surgical intervention to repair at another unknown hospital on an unknown date. The patient reported staying overnight and then discharged. It was reported the patient made a good recovery but presented with limited right shoulder movement. Subsequently, the patient underwent a second surgical intervention to the right shoulder with plate and screws. The patient's outcome was reported as resolved. No further impact to the patient was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a2. The following sections were corrected: h6. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.